Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted:(B)(6) 2016.,product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 29-oct-2019, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 29-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection near the stimulator not long after implant. The device was replaced. They still have the leads in the brain.